Event description:
15mm trocar used, plastic seal had a piece break off in the patient. The small piece was retrieved.

Event description:
Additional information received for report mw5112899 on 11/14/2022, update the manufacturer.